Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient underwent CABG without any further consequence to the patient. The patient returned to the ICU in stable condition. There has been no allegation or evidence of a device malfunction or product deficiency. It has been determined that the root cause of this event was due to procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It instructs the user how to properly size the valve for supra-annular or intra-annular implantation and to ensure that the coronary ostia is not obstructed. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient required aortic root replacement and aortic valve replacement. A manouguian aortic root enlargement was performed using bovine pericardial patch and suture. Once the enlargement was performed, the aortic bioprosthetic valve was implanted. The valve seated nicely and was secured with a cor-knot device. Despite the valve seating satisfactorily, there was some occlusion of the ostium of the coronary arteries so a bypass graft was performed. The procedure was completed, there was adequate hemostasis and the chest was closed. The patient was transferred to the ICU in satisfactory condition.